Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that the customer went to the hospital due to a low blood glucose of 151 mg/dl. The patient experienced weakness and vomiting. He treated with food. The customer's spouse stated that the customer had too many low blood glucose events. The patient wanted to lower his basal rates. During troubleshooting it was revealed that the customer may have worn insulin pump through an xray machine yesterday; he did not know if he took it off. The customer did not believe that the insulin pump over-delivered. The insulin pump was not returned for analysis.